Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
The DHR for part number 400-140 lot 0334064 noted that (B)(4) were discarded. All related parts were within specification. Visual examination confirms the sliding core mobile bearing was fractured.